Event description:
My father, ((B)(6) years old, disabled) purchased a zinger chair (https:/ /www.zingerchair.com /? Gclid=ealalqobchmi5lc-46n55aivcf5kch1 a_qlheaayasaaegjsapd_bwe) a couple months ago. I visited him the first time this week and had an opportunity to see the chair being used by him. There are three issues with the chair I believe are significant safety issues. First: operation requires both hands to be on the side control arms. These arms are on the outside of each side of the chair, so the operators' hands are totally exposed on the outside of these control handles. My father has scraped his hand and knuckles multiple times, mostly while passing through door ways where there is limited clearance on both sides. With no guards or method of keeping the chair away from stationary objects, I believe there is a significant risk of injury to the operators hands and/ or potentially trapping them between the control handle and a stationary object. Second: upon release of the control handles, the chair goes into a free wheeling mode. In the event the chair is on any type of slope, it will free wheel, uncontrolled, down the slope. My wife has 3 different type mobility scooters, all of them, upon release of the controls, will default to a braking action and stop, even on substantial slopes. I believe that the default mode, upon release of the controls, to go into a free wheel mode is very unsafe. Third: while the chair will automatically engage the wheel brakes upon opening the chair and allow the operator to safely be seated with the brakes engaged, the levers to re-engage the parking brake require the operator reach under the seat while lifting the control arm. This is a very difficult action to accomplish while seated for an able bodied person (me) and impossible to accomplish for my father. This requires him to rise from the chair without the brakes engaged, a very unsafe action. MFR address: (B)(4), unites states. MFR website: https://www.zingerchair.com/ purchase date: (B)(6) 2019, this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. MFR phone no: (B)(4). The MFR customer service person confirmed the operation of the parking brake and the location under the chair. (B)(4).